Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a larger bolus than expected. Reportedly, the customer was expecting a 2.64 unit bolus to be delivered, however, a 3.75 unit bolus was delivered. During troubleshooting with tandem technical support it was determined that the pump am/pm time settings were switched. Customer reported the pump time was inaccurate by a couple of minutes and accidentally switched the pump am/pm time settings when adjusting the time. The customer did not report how the pump time because inaccurate by a couple of minutes. Tandem technical support guided the customer through correcting the pump time setting. Customer's blood glucose level was 88 mg/dl.